Manufacturer narrative:
The hill-rom technician found the control panel to be defective. Per the hill-rom service manual it is necessary for the clinitron ritehite bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the control panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed moved up and down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).